Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was informed to call back if any issues persisted and acknowledged the guidance given.